Event description:
It was reported that during device changeout, externalized conductors were observed. Unspecified electrical anomalies were also detected through competitors device. Lead was capped and replaced. Patient was doing well.